Event description:
It was reported that when pulling the plunger on a discardit¿ ii syringe w/o needle, it scrapes small pieces of clear plastic in the barrel.

Manufacturer narrative:
Investigation summary: bd has been provided with the affected samples. Complaint trending review of this lot and defect reveals no more complaints. No trend is observed for this defect on the reported product family. DHR review for lot # 1805145 bd established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Syringes were packed in machine nº2022 (may 8th - 9th, 2018). Syringes were assembled in machine, nº4252, nº4251, nº4208, and nº4204, in lot #8127719 (may 7th ¿ 14th, 2018). Research has found no problems, defects or qn related to the reported issue. Bd has also reviewed the barrel lots #8128591, #8119953, and no problems, defects or qn related to the reported issue were found. Bd has also reviewed the plunger lots #8128595, #8119957 and no problems, defects or qn related to the reported issue were found. Investigation conclusion: after the evaluation of the returned samples, bd confirmed the reported issue, and concluded that the white particles inside the syringe were composed by lubricant from the syringe barrel. Root cause description: particles are composed by lubricant, which is included in the plastic formulation and it is inherent to the design and function of 2 piece syringes. Rationale: complaints received for this device and defect will be monitored by our quality team for signs of emerging trends. Bd has initiated the appropriate corrective and preventive actions for this issue. CAPA #207816.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when pulling the plunger on a discardit¿ ii syringe w/o needle, it scrapes small pieces of clear plastic in the barrel.